Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope had a weak air and water supply. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; switch1 has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; scope connector cover unit has a scratch; suction connector has a scratch; protector of universal cord on control section side has a scratch; universal cord has a dent; universal cord has a dent; flexibility adjustment ring has a scratch; grip has a scratch; paint on suction cylinder is peeled; forceps elevator has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; control unit has discoloration; control unit has a scratch; and switch box has a scratch; connection tube has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.